Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine. Source: contact by phone.

Event description:
Consumer reporting the collection swab has some blood on it after swabbing 1 nostril. Consumer stated they have been sneezing and blowing their nose frequently, but the tissues never had blood on them. Consumer stated they are not actively bleeding from the nose; it must be irritated from all of the sneezing and nose blowing. How much blood is on the swabs head? - half of the swab head has blood on it.-how far into your nose did you insert the swab? - about 3/4 like the directions say, it didn't seem too far inside. Do you have another collection swab available in the kit? - yes. Technical support assessment/troubleshooting: informed customer a bloody swab should not be used for testing. Advised waiting till the mild bleeding inside has stopped, not inserting too far inside or rubbing the swab too hard during collection. Informed customer that q-tips are not acceptable for testing.